Event description:
The ICU in cork reported a high icp value. Our after-sales manager contacted the distributor and requested that a series of checks be performed. The distributor informed us that the patient was conscious at the time the distributor replaced the monitor, but this had no effect on the icp reading. They also replaced the cables, but the displayed icp remained unchanged. They verified whether the catheter was pulled or under tension; no tension was observed.at this stage, it is difficult to determine the cause of the elevated icp value. We are currently awaiting additional information to better understand the situation.

Manufacturer narrative:
Awaiting the return of the device to perform traceability analysis and device analysis.

Event description:
The ICU in cork reported a high icp value. Our after-sales manager contacted the distributor and requested that a series of checks be performed. The distributor informed us that the patient was conscious at the time the distributor replaced the monitor, but this had no effect on the icp reading. They also replaced the cables, but the displayed icp remained unchanged. They verified whether the catheter was pulled or under tension; no tension was observed. At this stage, it is difficult to determine the cause of the elevated icp value. We are currently awaiting additional information to better understand the situation. The patient was awake and talking when the icp measurement was raised.

Manufacturer narrative:
Awaiting the return of the device to perform traceability analysis and device analysis. Final: reported problem cannot be reproduced during investigation. The traceability analysis did not reveal any clue to support the defect.